Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. (Concomitant medical products) concomitant device(s): 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0. 300-01-13, (B)(4) - equinoxe, humeral stem primary, press fit 13mm. 320-15-03, (B)(4) - rs glenoid plate post aug, 8 deg, left. 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-38, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 38mm. 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere. 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-38, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 38mm. 320-15-05, (B)(4) - eq rev locking screw. 320-20-00, (B)(4) - eq reverse torque defining screw kit. 321-20-00, (B)(4) - equinoxe reverse shoulder drill kit.

Event description:
Approximately 8 weeks postop the initial left tsa, the male patient presented with a left shoulder dislocation. A revision was scheduled to repair the dislocation. The liner and glenosphere were replaced. Patient was last known to be in stable condition following the event. Devices were disposed by facility.